Event description:
(B)(6). The libre system makes up data that it delivers to consumer as facts. Furthermore, the apps for the libre system are really hard to use. Blood sugar measurements. App makes up phony data outside of measurement times.